Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service instrument check and made minor adjustments. The cse verified proper alignment of the dual resolution dilutor (drd), confirmed proper sample carousel grounding, and that no fluid connections were loose. The cse verified proper volume was dispensed from water and substrate pumps, confirmed no bent baffles on the system and that the wash station was clean. In addition, the cse verified proper function of the tube lifter, proper spin speeds of the dilution well and wash sump, verified proper temperature of the reagent carousel, incubator and luminometer. The cse discovered that the sample probe had a slight obstruction in the tip of the probe, replaced the probe and verified proper function of the level sensing, vacuum pump and that there were no bubbles in the lines. Finally, the cse ran and passed the water test which is part of preventive maintenance. The cse also ran twenty replicates of hcg quality controls (qc) and the results were within specifications. The instrument has been running patient samples with no further errors. The cause of the discordant hcg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed human chorionic gonadotropin (hcg) results were obtained on two patient samples on an immulite 2000 instrument. The neat and initial results for the two patient samples did not match the diluted or repeated results. One of the diluted results for the first patient and the neat result for the second patient were reported to the physician(s). As the neat and diluted results did not match, the customer alerted the physician(s) and made them aware that the results might be incorrect. The customer repeated the same two patient samples on the same immulite 2000 instrument after the siemens customer service engineer (cse) visited the customer site and the results were as expected. The repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg results on the two patient samples.